Event description:
It was reported that, during a revision surgery for a posterolateral corner reconstruction, the surgeon re-drilled the sockets with a 6mm screw and repeated the procedure for a posterolateral corner reconstruction with a new allograft. The graft was fixated with one (1) screw biosure regenesorb 6mm x 25mm, the surgeon cycled the knee and noted that the screw felt loose, further assessment with gillies forceps found that the screw snapped at the same point the original screw had snapped. The distal thread screw was left in situ, since it was still achieving interference compression, and reinforced fixation by timing graft over an endobutton on medial femur. The procedure was completed using this alternative fixation method, however, it is unknown if there was any delay. No further complications were reported, the patient is doing well.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.